Event description:
The following description of the event was documented by a carefusion tech support specialist in response to information provided by a user facility representative in india. "No patient involvement. Vent inop, motor fault, circuit fault, low pip and low ve."

Manufacturer narrative:
(B)(4). The foreign user facility determined that the most likely cause of the reported event was a malfunctioning main board. The foreign user facility was shipped a replacement main board to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign user facility for the return of the alleged faulty main board for evaluation. As of the january 29, 2015 the alleged faulty main board has not been received. Based on the current available information, this is a known issue with this vintage of main board. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Should the alleged faulty main board be received and the evaluation reveals that the failure of this main board is not associated with the known issue, a follow up medwatch will be submitted.